Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The following info was reported by the attorney's office: the death of the customer was causally lined to an improper delivery of insulin allegedly related to the failure of the lot 8 infusion sets to vent properly and alleged negligence in the design and mfg of her model 511 insulin pump. Nothing further was reported.